Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.5/+2.0/090 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. A shorter lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; visual inspection found haptic torn. (B)(4).